Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found the instrument operable upon arrival. Fse tested the barcode reader with no problem. Instrument is working as expected, no repairs needed.

Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4)